Event description:
It was reported that there was potential undersensing of small p waves on stored egms on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2003; 429888 lead, implanted: (B)(6) 2014. (B)(4).